Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
The viperwire guide wire fractured during use via antegrade approach. The orbital atherectomy device came into contact with the spring tip, and the fragment was abandoned in vivo.